Event description:
Event description guidant received information that an off-label bi-ventricualr system was double counting intrinsic beats resulting in inappropriate shocks and pacing inhbition. Guidant received additional information one month later that the problem persisted.